Manufacturer narrative:
Product has been requested to be returned but has not been received. Customer did not provide the lot number. This report is being filed based solely on the customers reported issue. (B)(4).

Event description:
Customer reported that while a pt was restrained with the belt, that the stitching on the strap that connects from the limb to the waist came undone. Product has been used approximately 5 times before this occurred. Pt was a male weight 220 lbs. No injury to pt or personnel confirmed.